Manufacturer narrative:
Field complaint of backup operation was confirmed. Device was received in backup operation at end of life battery voltage. Analysis of the device image determined backup operation occurred due to a checksum error. Further testing of the device hybrid could not recreate the checksum error. As a result of this finding, abbott is performing further investigation. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for follow up in-clinic with the pulse generator in vvi backup mode. Since the patient was pacing dependent and the alert for elective replacement indicator was observed, no programming changes were performed. The device was explanted and replaced successfully. The patient was in stable condition.